Manufacturer narrative:
Device not returned for evaluation.

Event description:
Captiva spine distributor representative contacted captiva to indicate that smartlox plate and screws had been removed during a revision surgery. Patient was presented on (B)(6) 2016 with discomfort and x-ray showed cephalad portion of the plate was backing off the vertebrae. Revision surgery was completed and all hardware removed on (B)(6) 2016. The distributor representative indicated that during the revision surgery it was confirmed that all the smartlox screws were still locked in the smartlox plate. It was confirmed that the construct was coming off the bone. Patient is a smoker and has poor bone quality. The distributor representative also noted that there were many osteophytes on the patient's anterior cervical spine during the revision surgery. The implants were removed without incident and implants were disposed of after removal. There is no further information available at this time.